Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Visual inspection: the sample was returned with both slides were in their initial positions. There were no visual anomalies noted on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. It was found that the top slide was able to freely move, however, it would not lock into place, thus confirming the investigation for failure to prime. The device was disassembled and internal parts were inspected. Upon disassembly, it was observed that the left side bumper was missing, thus preventing the device from being primed, as the cannula tangs could not lock into place when the top slide was moved to the priming position. Additionally, the right side bumper was found bent. The tangs did not appear to be damaged or deformed, and were able to lock securely into place while the device was disassembled. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for failure to prime, as the top slide could not lock into place. The left side bumper was missing, preventing the top slide from being locked into place. However, the investigation is inconclusive for self-activation, as the device could not be functionally tested. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a prostate biopsy, the first slide of the device allegedly released while priming the second slide. It was further reported that the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images have been made available to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned to for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a prostate biopsy, the first slide of the device allegedly released while priming the second slide. It was further reported that the procedure was completed with another device. There was no patient contact.